Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at around 11pm, the patient was getting a egv 120 in his mobile app. He did not fingerstick at that time. The patient said he was shaking, his hands and legs were feeling very cold and having a seizure. His family gave me him a glucagon shot. They did not call for the paramedics. After 10 minutes, the patient said that he was fine and his dexcom app showed egv 280. It then went down to 159. No other medication/treatment was given. No fingerstick was taken by the pt. At the time of the call, the patient said he is fine and his egv reading is about 144. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).